Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive and erroneous results. The following information was provided by the initial reporter. The customer stated: the customer reported two separate events, this is a new pr opened for the 2nd on: 2nd event: on (B)(6) 2002: a tube with a fibrin layer (not taken en masse) passed in the afternoon caused problems in the evening, the night and the morning. We realized it at the controls the next morning. Emilia marciniak, 04/mar/2022 - update: - twice we reported false potassium: 2nd event: on 23/02: a tube with a fibrin layer (not taken en masse) passed in the afternoon caused problems in the evening, the night and the morning. We realized it at the controls the next morning. To my knowledge, there was no treatment problem for the patient nor any undesirable consequences following these false results. Additional comments: in principle, the passage of these tubes does not cause problems immediately, but after a few hours or even a few days: we realized this when we did the impact study. After 6 months of hard work, we have a pretty good idea of what's going on. There must be an accumulation of proteins or fibrin started by a tube with fibrin in some parts of the automaton (quicklite, tubing) that we have to change when it goes wrong. Initial entry: the tubes are clotted after centrifugation and they brake down the ise siemens module by blocking the pipetor and the ise reagent and the k results are bad. The clot is a big mass, not only fibrin strands.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 23-mar2022. Investigation summary: bd received 10 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. However the failure mode of erroneous results was not observed in the photos. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin and erroneous results was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, fibrin and erroneous results, because the defect was not evident in the testing of the retained or returned lot samples. Testing of the control, returned and retained lot samples demonstrated clinically acceptable performance. This complaint has not been confirmed based on the testing of the retained and returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. This complaint has not been confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive and erroneous results. The following information was provided by the initial reporter. The customer stated: the customer reported two separate events, this is a new pr opened for the 2nd on: 2nd event: on 23/02: a tube with a fibrin layer (not taken en masse) passed in the afternoon caused problems in the evening, the night and the morning. We realized it at the controls the next morning. (B)(6), 04/mar/2022 - update: twice we reported false potassium: 2nd event: on 23/02: a tube with a fibrin layer (not taken en masse) passed in the afternoon caused problems in the evening, the night and the morning. We realized it at the controls the next morning. To my knowledge, there was no treatment problem for the patient nor any undesirable consequences following these false results. Additional comments: in principle, the passage of these tubes does not cause problems immediately, but after a few hours or even a few days: we realized this when we did the impact study. After 6 months of hard work, we have a pretty good idea of what's going on. There must be an accumulation of proteins or fibrin started by a tube with fibrin in some parts of the automaton (quicklite, tubing) that we have to change when it goes wrong. Initial entry: the tubes are clotted after centrifugation and they brake down the ise siemens module by blocking the pipetor and the ise reagent and the k results are bad. The clot is a big mass, not only fibrin strands.